Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion area was located in the calcified left anterior descending artery. A 10mmx2.75mm wolverine cutting balloon was selected for use. During procedure, it was noted that the device ruptured when inflated. The procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon and inflation lumen identified solidified blood present. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located in mid-body of the balloon. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the hypotube found a hypotube kink at 17.6 cm distal to the strain relief. This type of damage most likely occurred when excessive force was most likely applied on the delivery system. A visual and tactile examination of the shaft bunching evident on the outer extrusion. The bunching stretched from 3 mm proximal to the proximal balloon sleeve and extended proximally for 4 mm in length. This type of damage most likely occurred when excessive force was most likely applied on the delivery system.

Event description:
It was reported that a balloon rupture occurred. The target lesion area was located in the calcified left anterior descending artery. A 10mmx2.75mm wolverine cutting balloon was selected for use. During procedure, it was noted that the device ruptured when inflated. The procedure was completed with another of the same device. There were no complications reported. :